Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The master tool manipulator (mtm) dropped slightly when matching grip. The gravity compensation was done and after the data was applied to flash data. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a training/demo of the da vinci system, the master tool manipulator (mtm) dropped slightly. A training specialist observed the behavior, and remote training continued. No known impact or patient consequence was reported.